Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 the insulin pump alarmed insulin pump error alarm. Insulin pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Insulin pump successfully downloaded to thump. No insulin pump error noted during test or listed in the insulin pump history download. Verified the insulin pump alarmed insulin pump error 53 alarms (line number (B)(4) file number (B)(4)) in the insulin pump history download on (B)(6) 2022 09:03:26.000 due to moisture damage to the electrical board 1 and electrical board 2 board as per global logic analysis esf3470387. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, the p-cap/reservoir does lock properly. No insulin pump error alarm noted during test or listed in the insulin pump history download. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.